Event description:
The ge oec 9800 fluoroscopy system had images reported as darker than normal. System required re-boot to correct issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-seated the fluoro functions pcb and increased the low voltage power supply to 5.17 volts. Various other operation checks were within specifications. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.